Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to phillips healthcare that the heartstart mrx was unable read ECG properly with no patient involvement.